Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported resistance met during advancement could not be replicated in a testing environment as it was based on operational circumstances. The reported balloon rupture and failure to deploy were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that herculink elite stent system instructions for use states: the rx herculink elite biliary stent system is intended for palliation of malignant strictures in the biliary tree. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the common femoral artery during surgery. The lesion did not have any tortuousity or calcification. A 4.0 x 12 mm herculink elite balloon expandable stent was used and met some initial resistance with the anatomy; however, the stent failed to deploy. Therefore, the device was removed from the anatomy and the balloon was inflated at 7 atmospheres and ruptured. A non-abbott balloon expandable stent was then used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.